Event description:
It has been reported to philips that, system would not boot up. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not booting up. Fse performed system test, removed, reinserted the image processing pc (ippc) memory module. After removing and inserting the ippc memory module the system was returned to good working condition. The codes were updated based on the investigation outcome.